Manufacturer narrative:
Citation: hu, j. Md et al. Transcatheter mitral valve implantation for degenerated mitral bioprostheses or failed surgical annuloplasty rings: a systematic review and meta-analysis. Journal of cardiac surgery. Sep;33(9):508-519 epub 2018 jul 10. Doi 10.1111/jocs.13767 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via a meta-analysis literature review regarding the implant of transcatheter bioprosthetic valves implanted into failed mitral valves and rings. All data were collected from a pubmed search of articles published between 2000 and march 2018. Sixty-six articles were identified. The overall population included 245 patients. Eighteen patients were implanted with a melody transcatheter bioprosthetic pulmonary valve, implanted in the mitral position. The remaining patients were implanted with a non-medtronic transcatheter bioprosthetic valve. It was reported that the both mosaic and hancock mitral valves had been replaced during the valve-in-valve implants. Serial numbers were not provided. The study population was predominantly male; mean age 73 ± 12.1 years. Among all patients, none of the deaths were attributed to a medtronic product. Among all patients with a previously implanted mosaic or hancock mitral surgical valve, adverse events included; mitral stenosis, increased mean gradients and mitral regurgitation treated with a valve-in-valve procedure. Based on the available information, these events may have been attributed to a medtronic product. No additional adverse patient effects or product performance issues were reported.